Manufacturer narrative:
Device power up properly after battery installation. Device passed active current measurement test, self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 35 alarms noted. Device failed sleep current measurement due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a insulin pump error alarm. The customer¿s blood glucose was unknown. Customer reported that the duration of the new batteries inserted was a maximum of 3 days. The insulin pump will not be returned for analysis.